Event description:
It was reported that during a renal stent placement treatment procedure with an express biliary sd premounted stent system, the stent came off the balloon. The physician was not able to cross the renal stenosis and attempted to remove the stent catheter through the sheath. During removal of the stent and delivery system, the stent came off the balloon and it dislodged in the iliac artery. The procedure was completed with a different device with no pt complications. The pt status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the stent remains in the pt's body and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant info become available, a supplemental medwatch report will be filed.